Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) clearlink secondary medication sets failed to flow. During patient infusions, the secondary bag was hung higher than the primary bag; however, after an unspecified amount of time the nurse observed the primary bag had infused and not the secondary bag. ¿the only way the staff was able to run the secondary was by clamping the primary with the blue clamp.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was received from the customer stating that the smartsite infusion set was used as primary set, not as a secondary set. In response to the question regarding patient injury or medical intervention, the customer stated that the antibiotics were administered late, however there was no patient injury or medical intervention.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The samples were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.